Manufacturer narrative:
Device evaluation and functional testing performed by the arjo technician did not recreate the alleged issue. No device failure that could contribute to the reported movement was found. The bed was tested and released for use. In summary, there is no indication that the involved enterprise 9000x was used with the patient when the bed moved unexpectedly. Although no device malfunction was found, the involved bed did not meet its performance specifications when the event occurred as the bottom section moved unintended. The complaint was decided to be reportable due to the unintended movement of the bed.

Manufacturer narrative:
The evaluation of the claimed bed revealed that the false contact at the openbus cable caused the issue. Additional information will be provided upon conclusions of the investigation.

Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following information reported by the end user, the bottom section of the enterprise 9000x bed moved unintended without any control buttons being pushed. There was no indication regarding patient involvement. No injury was reported.